Event description:
A surgeon reported a patient with decreased near vision following bilateral intraocular lens (iol) implant surgery. The patient was treated with medications. In a follow-up, the surgeon reported that the event continues. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 04/16/2009 by fax and mail. A completed questionaire was received on 04/27/2009. This report was mailed to FDA on: 05/13/2009.